Event description:
The following information has already been reported in manufacturer report # 3004209178-2025-00927. - information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic pain. It was reported that there was an ins defect. During ongoing stimulation treatment, a sudden intense stimulation may sometimes be felt. Troubleshooting was performed. Stimulation was adjusted by changing the settings but the sudden strong stimulation that the patient complained about could not be improved by changing the settings. Issue was not resolved. Ins replacement was scheduled. Any additional information will be reported in this report. Additional information was received from the manufacturer representative (rep) reporting that the cause was unknown. The ins was replaced on (B)(6)2025.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4):analysis information -- 2025-03-24 14:07:32 cst pli# 20 product ID# 97715 product ID 977a260 lot# serial# unknown implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead h3. Analysis found non-conformances with the lead. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all of the conductors were broken at the injex anchor site; 24.0cm from the distal end of the lead. The braid protrudes through the insulation. Based on our analysis, we conclude that the returned lead was related to the reported event / strong stimulation h3: the ins, model# 97715 serial# (B)(6), was returned for product analysis. Analysis of the ins revealed no significant anomaly. The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that there was a lead defect. Continuous stimulation may cause the patient to suddenly feel a strong stimulation. There were no significant hazards that may have caused the event. A strong stimulation was suddenly felt when the stimulation was changed, et cetera, so the discomfort could not be improved. The ins and lead would be replaced. The issue was not resolved. Regarding the physician's opinion about the causal relationship, it was noted that although it was unlikely, the possibility of a product defect was suggested.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, implanted: (B)(6) 2022, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# unknown. Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type lead. H3: the lead and ins were returned, but analysis is not yet complete. An updated report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the lead was also replaced on (B)(6) 2025. The event was resolved.